Event description:
On (B)(6) 2011, the patient reported experiencing e4 (occlusion) errors for the past 4-5 months and has been experiencing elevated blood glucose of up to 300 mg/dl for the past few months. Her target blood glucose level is 140 mg/dl. The patient changes the infusion site and tubing every 3 days. She is using recalled infusion sets and was advised to discontinue use. She had no issues with the cannulas of the infusion sets bending or crimping. The current adapter was changed yesterday and the insulin cartridge has been in use for 6 days. She stated she feels as if the infusion device is under delivering insulin due to the frequent e4 errors. On (B)(6) 2011, she began to experience vomiting and dizziness and she went to her doctor's office. Her blood glucose measured 250 mg/dl and the nurse called for an ambulance. She was treated with oxygen, antibiotics, glucose, and insulin and was diagnosed with ketoacidosis. She stated she felt better after being in the intensive care unit for 4-5 days. She was released on (B)(6) 2011. She is using her backup infusion device and her blood glucose has returned to normal. She was sent courtesy infusion sets. The infusion device, adapter, and cartridge were requested to be returned for evaluation. The infusion set was discarded.